Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. Concomitantly, the patient underwent a laparoscopic tubal sterilization with bilateral falope rings, diagnostic hysteroscopy and dilation and curettage. Upon completion of the procedure, the surgeon noted a leak in the balloon. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of facility report # (B)(4).

Manufacturer narrative:
Date sent to the FDA: 12/10/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.